Event description:
Information was received from the manufacturing representative and through a published literature article regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that the patient had been diagnosed with parkinson's disease in 2005. On (B)(6), (in either 2008 or 2009, conflicting years were reported), the patient was implanted with deep brain stimulation (dbs); the surgery was smooth. One month after the surgery, the health care professional (hcp) turned the device on and symptoms improved. The patient was found to have mental deterioration and increased symptoms of bradykinesia and urinary frequency and urgency in (B)(6) 2009; after some biochemical tests, the hcp thought this was due to inadequate intake of sodium. The hcp check the lead and it was confirmed to be in the correct location. In (B)(6) 2009, approximately one year after implant, the patient underwent a 3.0-tesla MRI scan despite prior warning by the neurologists; the device was turned off using a "simple" programmer and the stimulation parameter was not changed to 0. This resulted in cognitive impairment, gait disturbance, and oculomotor defect. The symptoms of increased limb and trunk stiffness, decreased memory, unresponsiveness, and "still repeated hyponatremia and low heat" were noted. The author noted that the patient had received the 3t MRI scan from a family member who was a doctor. Literature citation: jiang, l.l., liu, j.l., fu, x.l., xian, w.b., gu, j., liu, y.m., ye, j., chen, j., qian, h., xu, s.h., pei, z., chen, l. Long-term efficacy of subthalamic nucleus deep brain stimulation in parkinson's disease: a 5-year follow-up study in china. Chinese medical journal. 2015;128(18):2433-2438. Doi: 10.4103/0366-6999.164925. Summary: subthalamic nucleus deep brain stimulation (stn dbs) is effective against advanced parkinson's disease (pd), allowing dramatic improvement of parkinsonism, in addition to a significant reduction in medication. Here we aimed to investigate the long-term effect of stn dbs in chinese pd patients, which has not been thoroughly studied in china. Please note that this event was previously reported in manufacturing report # 3007566237-2015-03269. Going forward, any additional information received regarding this event will be reported under this new manufacturing report number.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.